Event description:
The facility's pharmacist reported the flo-gard 6201 pump overinfused tpn during clinical use. Despite baxter's efforts to obtain additional information regarding the pump serial number, pump programming information, specific patient details, and tubing product code and lot number being used, no further information was available. Alternate contact information was requested but no alternate contact was identified. It was noted that when the nurse opened the pump following this incident, the tubing was not pulled taut in the channel as they are instructed to do. No medical intervention was needed and no patient injury resulted. The hospital pharmacist noted this issue has occurred three other times in the past but no specific details are available regarding these incidents and the pump serial numbers are not known. It is known that no medical intervention was needed and no patient injury resulted.